Event description:
A biomedical engineer reported that during surgery, the surgeon noted that the power of the laser indirect ophthalmoscope (lio) seemed low and needed to be turned up. The surgery was completed with the same equipment and there was no harm to the pt. The reporter noted that the same lio was used by another surgeon, and there was no issues.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, step could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).